Event description:
The baxter IV pump went in free flow after the nurse programmed a tridil at 3ml/hr. She stopped immediately the machine, and nothing happened with the pt. No medications were given to the pt. We notified baxter about this situation.